Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA: 373360 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text.

Event description:
It was reported that samples did not separate properly with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 30 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that samples did not separate properly. Collected blood samples on 17 study participants today and noticed none of the cpt tubes worked the way they should.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that samples did not separate properly with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 30 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that samples did not separate properly. Collected blood samples on 17 study participants today and noticed none of the cpt tubes worked the way they should.